Manufacturer narrative:
Investigation: a service technician checked out the machine at the customer site. A successful multifunction cca autotest and fluid test were performed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported potential hemolysis. Patient information is unknown at this time. No injury or medical intervention were required for this event.

Event description:
The customer reported potential hemolysis. Patient information is unknown at this time. No injury or medical intervention were required for this event.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a service technician checked out the machine at the customer site. A successful multifunction cca autotest and fluid test were performed. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the log file and found there was an rbc spillover alarm that occurred during the second draw cycle, after which the procedure was ended. There was no indication of hemolysis from the line sensor signals, and no fluid was returned to the donor following the spillover alarm. No further reporting will be provided as this does not represent a reportable event.